Event description:
The customer reported that the custom perfusion pack had small holes in the top of the pack. No pt was involved. Related to MFR report #: 2248146-2014-00146.

Manufacturer narrative:
The device was returned for evaluation and an investigation has been initiated. When the investigation is complete a supplemental report will be submitted with the results. (B)(4).